Event description:
It was reported that the customer received a temperature alarm. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.